Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump shuts down and sitting become lost when pump was bumped. The customer¿s blood glucose was unknown at the time of incident. Customer reports insulin pump was stop working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected insulin pump shut down, insulin pump reset or unexpected battery power loss noted. Also, no unexpected e/a alarm noted during the testing. (B)(4).